Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump alarming error code 1660 is a main board failure. The most probable cause for a cassette getting disconnected from the pump is user error, most probably due to not locking the latch correctly; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device alarmed and the screen read error 1660. Removed and replaced batteries but the alarm returns upon power up. Removed batteries from pump and clamped tubing nearest port. Patient also stated they felt something wet and saw that the disposable was not attached to the pump. No adverse patient effects were reported by the customer.